Event description:
It was reported that the patient received inappropriate shocks from oversensing. The right ventricular lead impedances were spiking. The lead was explanted and replaced. It was also reported that the right ventricular lead had unacceptable thresholds, no capture, high impedance, and an apparent lead fracture. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks from oversensing. The right ventricular lead impedances were spiking. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the defibrillation conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was tissue on the helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.